Event description:
Same case as MFR ID # 2134265-2015-04034, 2134265-2015-04037, 2134265-2015-04050. It was reported that during a percutaneous transluminal coronary angioplasty, removal difficulties and stent damage occurred. The highly calcified, type a target lesion was located in the right coronary artery (rca). The proximal lesion was pre-dilated a 2.5x20mm emerge balloon. Then a 2.75x20mm promus element¿ plus stent delivery system (sds) was advanced however it was unable to pass the distal lesion and was deployed in the proximal lesion. The stent was post dilated with another 3.0x20mm emerge balloon. The 2.75x28mm promus element¿ plus was advanced however was unable to cross the implanted stent. High force was used to remove the sds and stent damage was noted. The proximal lesion and implanted stent were dilated again with the same 3.0x20mm emerge balloon. A 2.5x16mm and 2.5x12mm promus element¿ plus stents were implanted in the distal lesion and post-dilated with the 3.0x20mm emerge balloon. Two 2.5x12mm and a 2.25x24mm promus element¿ plus stents where also advanced and were unable to cross the proximal placed stent. High force was used to remove the devices and all three stent stents were noted to be damaged. The 3.0x20mm emerge balloon was again used to dilate the proximal lesion and deployed stent. A 3.0x30mm emerge balloon was then used for dilation; however the balloon ruptured at 24bars and was successfully removed. A 2.5x12mm promus element¿ plus was deployed and post dilated with a 3.0x20mm nc quantum apex balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - there were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A visual and microscopic examination found that the proximal stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The od was measured to be within specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2015-04034, 2134265-2015-04037, 2134265-2015-04050. It was reported that during a percutaneous transluminal coronary angioplasty, removal difficulties and stent damage occurred. The highly calcified, type a target lesion was located in the right coronary artery (rca). The proximal lesion was pre-dilated a 2.5x20mm emerge balloon. Then a 2.75x20mm promus element¿ plus stent delivery system (sds) was advanced however it was unable to pass the distal lesion and was deployed in the proximal lesion. The stent was post dilated with another 3.0x20mm emerge balloon. The 2.75x28mm promus element¿ plus was advanced; however, was unable to cross the implanted stent. High force was used to remove the sds and stent damage was noted. The proximal lesion and implanted stent were dilated again with the same 3.0x20mm emerge balloon. A 2.5x16mm and 2.5x12mm promus element¿ plus stents were implanted in the distal lesion and post-dilated with the 3.0x20mm emerge balloon. Two 2.5x12mm and a 2.25x24mm promus element¿ plus stents where also advanced and were unable to cross the proximal placed stent. High force was used to remove the devices and all three stent stents were noted to be damaged. The 3.0x20mm emerge balloon was again used to dilate the proximal lesion and deployed stent. A 3.0x30mm emerge balloon was then used for dilation; however the balloon ruptured at 24bars and was successfully removed. A 2.5x12mm promus element¿ plus was deployed and post dilated with a 3.0x20mm nc quantum apex balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).